Manufacturer narrative:
A review of the mfg documentation of the explanted device found that no anomalies or deviation potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was rec'd that the pt was scheduled for a lead revision due to lead migration. During the lead revision, the physician decided to replace the ipg as the pt had charging difficulties. The pt was reportedly doing fine.